Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. A photo of a bottle was received. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It was reported that the bd bactec¿ plus anaerobic/f culture vials (plastic) experienced 15 false positive results that were verified false positive with "raise" testing. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: what confirmation test was performed to determine the false positive result? Raise. Number of wrong results obtained: 10/21 - 15 samples between aerobic and anaerobic flasks. Room ambient temperature: on the air conditioning thermostat 22 degrees.

Event description:
It was reported that the bd bactec¿ plus anaerobic/f culture vials (plastic) experienced 15 false positive results that were verified false positive with "raise" testing. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: what confirmation test was performed to determine the false positive result? Raise. Number of wrong results obtained: 10/21 - 15 samples between aerobic and anaerobic flasks. Room ambient temperature: on the air conditioning thermostat 22 degrees.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.